Event description:
Drive devilbiss healthcare is an initial importer of the device which is a wheelchair. We have not received the product back for evaluation. The seat belt is unknown, not an accessory of the device. The seatbelt on the wheelchair did not lock properly and the end user fell out. She fractured shoulder and surgery was required.

Event description:
Drive devilbiss healthcare is an initial importer of the device which is a wheelchair. We have not received the product back for evaluation. The seatbelt on the wheelchair did not lock properly and the end user fell out. She fractured shoulder and surgery was required.